Manufacturer narrative:
(B)(4). Device evaluated by MFR.: returned product consisted of an nc emerge balloon catheter. The balloon was loosely folded with blood in the inflation lumen and balloon. The tip is damaged. There are numerous hypotube and shaft kinks. Microscopic examination revealed that the balloon has a pinhole 4mm from the proximal markerband. Review of the product specification indicates the rated burst pressure (rbp) of the complaint device. There is no indication the device was inflated over rbp. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a coronary artery. A 4.50mmx12mm nc emerge® balloon catheter was advanced for dilation. However, during inflation at 16 atmospheres, the balloon ruptured. The device was completely removed from the patient's body. The procedure was completed with a different device. No patient complications nor injuries were reported.